Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, death occurred. The target lesion was in the proximal left anterior descending artery (lad). A 3.0x32mm taxus express2 drug eluting stent was deployed to treat the target lesion. There were no pt complications reported. The pt took panaldine and aspirin. The pt was in good condition. Hundred thirty eight days later, the pt died suddenly of heart failure at home. The pt was transported to the hospital; however, no efforts to resuscitate the pt were made and no autopsy was performed. It is believed that the pt had taken panaldine and aspirin as prescribed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.